Manufacturer narrative:
The plastic surgeon informed her that she will need surgery in approximately six months. After the surgery will undergo a series of laser treatments to aid in the healing process. The radiesse lot number was not provided, therefore, the device history record could not be reviewed. Mercy medical was contacted to request further info including the lot number of the radiesse. (B)(6), office mgr of the plastic and reconstructive surgery dept stated that she would contact the risk mgmt dept who advised her not to provide further info. (B)(6) stated that "the adverse event was not due to the product but occurred due to technique error."

Event description:
Pt contacted merz, (B)(4) to report being injected with radiesse dermal filler on (B)(6) 2014. She was injected in the nasolabial folds and oral commissures with 1.5 cc of radiesse (lot number unk) by a pa at (B)(6). The pt reported a vascular occlusion occurred during the injection. She developed necrotic tissue in the oral mucosa and the outer portion of the oral commissure. The mucosal area is healing but she has been advised that nothing can be done to the outer tissue of the commissure area until the scabs come off. The pt is now being treated by a plastic surgeon at (B)(6).